Event description:
It was reported that during a da vinci-assisted surgical procedure, the peritoneum was getting caught around the wrist of the force bipolar instrument, below the pulley wires. The issue occurred while the surgeon was dissecting the peritoneal pocket for mesh insertion. The tissue was released by dissecting it with scissors. There was minimal bleeding, and it was controlled by cautery. The procedure was completed robotically with no reported injury. The patient was seen on a follow-up visit, and no complications related to the event were observed. The surgeon attributed the issue to the design of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There is insufficient procedure and product information provided; therefore, a log review of the product related to the complaint cannot be performed at this time.